Event description:
The surgeon implanted a 54er pinnacle cup but the corresponding inlay did not fit. They open a new inlay and it could then be inserted in the usual way.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device [l121701054 / 3955458] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable device history lot: 1) quantity manufactured: (B)(6). 2) date of manufacture: 01-oct-2022. 3) any anomalies or deviations identified in DHR: : there were no non-conformances associated with this lot. 4) expiry date: 30- sep-2032. 5) IFU reference: : (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device product code 121932054 and lot number 3940101, and no non-conformance were identified during manufacturing.